Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned . Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. * are there any photos available fore visual analysis?=>yes * what is the procedure name and date? =>unk * when the event occured? Pre op or intra op? =>unk * please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) =>hiromi tokuyama. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and suture was used. When opening the package to use, a note came out from inside the sterilization package. It was a control release needle. Another product was used to complete the case. No sample will be returned. There were no adverse consequences to the patient. Further details are not provided. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: c22 - photo analysis. Additional information: h6. H3 investigational summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows an open foil with a paper that was trapped in the seal area. This compromised the sterility of the product. Based on the information currently available, the label issue was identified during the investigation of the photo received. This product issue will be addressed through ethicon quality system. According to the photo, the complaint is confirmed. The information you provided is routinely compiled, monitored and reviewed for any associated trends. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.